Event description:
It was reported that approximately two (2) hours into dialysis treatment the return needle pulled out from the valve while the pump was running expelling blood. The nurse was present at the time checking vital signs and immediately stopped the pump; therefore, there was minimal blood loss and the pt was not harmed. The dialysis unit reported that during future dialysis treatments they switched from a one (1) inch needle to a 1.25 inch needle and the pt has been dialyzed since the event with no problems.